Event description:
Additional information was received from the manufacturer's representative (rep): on june 19th the rep attempted to locate the device at the facility, but device was not located. On july 2 the rep specified that there was no out of box issue suspected with the setscrew issue, the cause was unknown. The rep attempted to retrieve the ins from the hospital facility, but the hospital staff was unable to locate the device. Patient weight was approximately 150 pounds. It was clarified that this was the patient's first implant, and that the revision referred to in the initial report was the fact that the first ins used needed to be replaced by another after the set screw issue was found. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a patient undergoing an implant of a neurostimulator (ins) for gastrointestinal /pelvic floor therapy. It was reported that during an ins revision the setscrew would not come in contact with the lead, indicated by a small tug on the lead which was loose and would come out of header block. Ins was replaced which resolved the issue. No symptoms were reported and no further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) who noted the hospital has the device. The hospital won't allow the rep to take it at this time due to their sterilization policy; they noted they will return the implantable neurostimulator (ins) to the manufacturing company. No further patient complications have been reported as a result of this event.